Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information can be found in the g3 field containing the date received by manufacturer, 12/05/2023.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. A thorough investigation was performed to identify the root cause of the reported issue. A philips service engineer secured the lower swivel bushing with loctite 480, which allowed the actuator to lock into place correctly.